Manufacturer narrative:
The device was returned to olympus for evaluation and the visual inspection and operational checks found no abnormalities. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the insufflator air flow rate was low. The issue occurred during a therapeutic laparoscopic procedure was completed with the same set of equipment. The doctor prolonged the procedure and anesthesia/sedation for about 5 minutes. It did not affect the result of the surgery. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the event was not replicated, a root cause could not be determined. Since the flow rate decreases as the set pressure is approached, the pointed event is estimated to be "measured pressure" instead of "flow rate". In addition, events that do not increase the measurement pressure have not been reproduced. Possible unstable pressure levels may have been due to issues with connection or combination devices during insufflation (air leakage) or because the patient's cavity and target area during procedure are smaller. Olympus will continue to monitor field performance for this device.